Event description:
It was reported that the patient experienced pain at the ipg site. Field representative determined the surgical wound was healing. As a result, the ipg was repositioned on (B)(6) 2019. Post-operatively, the pain at the ipg site was resolved.